Event description:
Procedure: urological. According to the reporter: with the repeat insertion and removal of the endo clip applier into the ministep trocar, the diaphragm separated from the trocar, causing a piece of the diaphragm to fall into the surgical site and reduced the ability for insufflating the abdomen. The piece of diaphragm was found and removed. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 06/03/08.